Manufacturer narrative:
Date of birth: (B)(6). A review of the manufacturing documentation for the ipg db-1140 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient, who is enrolled in the a4010 (B)(6) registry clinical study, underwent an ipg replacement procedure due to rapid battery depletion.